Event description:
Patient presented with spinal deformity underwent idiopathic spine fusion at levels t2-l2 on (B)(6) 2013. During the procedure, reportedly the bottom of the hook or screw holder device from the uss system snapped off and became stuck inside the screw. The surgeon was able retrieve the broken fragment. All three parts included the broken fragment and the inner and outer pieces are available for evaluation. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional evaluation was completed: approximately 3.95mm of thread is broken off of the inner shaft. One of the tabs for inserting the screw into the pedicle is plastically deformed indicating that an off-axis load may have been applied. This may have caused the tab to yield and then fracture the inner shaft. The chu engineer reviewed the drawings for materials and dimensions/tolerances. The devices are dimensioned properly and the materials are adequate for the devices intended use. Based on the number of screws sold in the u.s. Between 4/2011 and 4/2013, the occurrence rate of the hook/screw holder fracturing at the inner shaft is approximately (B)(4). Chu engineer reviewed risk analysis in agile se_246643_ad. The risk assessment does not include all of the possible harms and the occurrence rate will need to be reviewed by product development. From a design stand point, this instrument is appropriate for the use for which its recommended. It is unclear how the instrument was actually used in the tightening of the screw and excessive or off axis loading could have been applied in a manor not designed to withstand. (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates there are scratches and rub marks on the outside diameter of the main shaft. These marks are consistent with normal use. A section of the threaded portion of the stem 388.61.1 has been severed off. All features inspected meet manufacturing specifications. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Investigation is on-going.

Manufacturer narrative:
Device is used for treatment, not diagnosis(B)(4)